Event description:
It was reported that there was no fluid flow through a small volume folfusor. Prior to connecting a patient to the device, the line was uncapped for 5 minutes, and it was observed that there was no fluid flow. The device was filled with fluorouracil hs (accord) 3150mg in sodium chloride 0.9%. No additional information is available.

Manufacturer narrative:
E1: initial reporter address - (B)(6). E1: initial reporter postal code should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between october 1-2, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was fluid inside the device¿s bladder which suggested a fluid flow issue may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.